Event description:
It seemed as if there was only one hole open in the catheter, event details: received an epidural catheter during labor. In the delivery room, the pump indicates occlusion pressure after approximately 6 ml has been administered. This happens several times before I am called as an aps nurse. Visually, there is no kink in the pump tube or catheter. Because we use 3.00 m lines, occlusion pressure occasionally occurs. Therefore, a shorter pump tube (2.00 m) was connected, but without result. The syringe was then changed without result, the pump was changed without result, and the filter was replaced without result. The catheter was then withdrawn 2 cm, but that did not help either. Unfortunately, the epidural was considered ¿lost¿. After removing the epidural catheter, I received the catheter and examined it: there was no kink in the catheter anywhere. The catheter was connected to the pump (outside the patient) and the pump still gave an occlusion alarm. Flushing by hand was also almost impossible: it seemed as if there was only one hole open in the catheter: on the catheter, a few millimeters from the tip, only one drop came out of the catheter. Has there been any patient impact (serious injury, medical intervention, change of treatment required)? Change of filter to try solve the problem, no results.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Manufacturer narrative:
One catheter was received by our quality team for evaluation. The sample was submitted to the incoming area for inspection and tested for visual, dimensional, and functional characteristics. Dimensional testing confirmed that the catheter is within specification; however, the sample failed the functional test for occluded flow. Upon magnified inspection, it was observed that two out of the three holes show flash, which may be contributing to the occlusion. The reported incident could be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause for this incident is related to the supplier manufacturing process as the catheter is supplied by an external supplier. Notification of this incident has been made to the supplier. This incident has been added to our database of reported incidents.